Manufacturer narrative:
There were no technical services requested or performed on the system for the reported event. Attempts have been made to obtain additional information; however, at this time no additional information has been received. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
Attempts have been made to obtain additional information; however, at this time no additional information has been received.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a thin corneal flap that tore when lifted after corneal flap creation. The surgeon indicated she lifted the flap and completed the excimer ablation treatment, but upon placing the flap back down, she noticed an area inferior nasal from the 4 o'clock to 6 o'clock position, that must have torn at an angle instead of lifting normally following the completed side cut. The surgeon mentioned the side cut in that area was made correctly and lifted a bit when it was checked and must have torn when it was lifted completely. The surgeon felt the flap was a little thin on that eye, however, the other seven flap cases were performed with no complications.